Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the customer power cycled the e-100 generator. The fse test drove system and fired energy from erbe generator and e-100 generator. No faults occurred. The fse was able to show staff that both cautery units were able to successfully fire energy without any faults on system. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support to report intermittent energy issues with a vessel seal extend instrument using an e-100 generator. The tse reviewed error 25913 in the system logs. The tse recommended reconnecting the instrument and restarting the e-100 generator. The customer was able to apply energy, but the energy stopped working after a couple seconds. The tse then recommended replacing the vessel seal instrument and energy was applied as required and continued with the procedure as planned. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: nothing out of the ordinary was noted when the technician was inspecting the instrument. While dissecting the uterus they encountered vessel sealer issues. The instrument would bubble then stop and would not finish or cut. There were no "happy tones" for completing the cycle. The issue also affected monopolar and bipolar cautery. The representative on the phone recommended to power cycle and reseat both cables. The vessel sealer still did not work therefore used a backup to complete the procedure. They received an error message stating tissue, metal found. They ended up finding a staple inside the patient. The nurse confirmed no staplers were used during the procedure. No confirmation of past surgeries so could not confirm where the staple came from. They were able to successfully remove the staple. The patient has not returned to the hospital due to the staple being left in the patient. No other issues during the procedure. The instrument was sent to recycling and will not be returned to isi for analysis.